Event description:
It was reported that the patient experienced incontinence, pain and erosion near the cuff area. A surgical procedure was performed to explant the cuff and plugged tubing to pump successfully. There were no further patient complications.

Manufacturer narrative:
Correction to field h1: type of reportable event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced incontinence, pain and erosion near the cuff area. A surgical procedure was performed to explant the cuff and plugged tubing to pump successfully. There were no further patient complications.